Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap gastric bypass procedure, the staple line was incomplete centrally. This occurred during the anastomosis entero-entero step. The patient was not feeling well after so an x-ray was performed, the anastomosis gastrojejunal was incomplete, and decided to re-operate. A second surgical intervention was required two days after. The event led to an extension of patient hospitalization by more than one week. There was permanent injury as a result of the second surgical intervention being an open procedure. Nothing fell into the patient cavity. Surgical time extended by more than 30 minutes. Incision was not extended due to the product problem. The patient was a bariatric patient. Current patient status is alive with no injury.